Manufacturer narrative:
Corrections: b3, e1, e4, g4, h10 product event summary: the controller and battery were not returned for evaluation. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log files analysis revealed three (3) controller power-ups with their associated motor starts on (B)(6) 2017 at 11:33:11, 21:55:28, and 01:18:35; respectively. Data logs prior to and following the loss of power on 11/may/2017 were not available. Log files revealed that the battery was connected prior to the loss of power on (B)(6)2017, and several momentary disconnections were recorded leading up to the loss of power involving the battery. The controller was without power for 2 minutes 14 seconds, 12 seconds, and 15 seconds; respectively. As a result, the reported event was confirmed. A possible root cause of the reported power disconnects and battery not providing power to the controller can be attributed to momentary disconnections between the controller and battery. A possible root cause of the reported losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery experienced power disconnections and did not provide power to the controller when one pow ER source was exchanged. The site reported that the controller had several motor start events. The battery and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 h10. Other devices involved in this event: d4: controller/ (B)(4) / model #1420 / exp. Date: 2018-02-28/ UDI#: (B)(4). D10: device available for evaluation: no h4: mfg. Date: 2017-02-28 h5: labeled for single use: no h6: device code: FDA 3010 result code: FDA 3233 conclusion code: FDA 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and battery were not returned for evaluation. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed three (3) controller power-ups with their associated motor starts on 05/11/2017, 6/24/2017, and 6/27/2017 at 11:33:11, 21:55:28, and 01:18:35 respectively. Data logs prior to and following the loss of power on 05/11/2017 were not available. Log files revealed that the battery was connected prior to the loss of power on 06/24/2017, and several momentary disconnections were recorded leading up to the loss of power. The controller was without power for 2 minutes, 12 seconds, and 15 seconds respectively. As a result, the reported event was confirmed. A possible root cause of the reported power disconnects and battery not providing power to the controller can be attributed to momentary disconnections between the controller and battery. A possible root cause of the reported losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. An internal investigation has been initiated to capture events involving the controller losing power and implement corrective actions as required. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was not returned for evaluation. Log file analysis revealed three (3) controller power-ups with their associated motor starts on (B)(6) 2017, (B)(6) 2017 at 11:33:11, 21:55:28, and 01:18:35 respectively. Data logs prior to and following the loss of power on (B)(6) 2017 were not available. Log files revealed that (B)(4) was connected prior to the loss of power on (B)(6) 2017, and several momentary disconnections were recorded leading up to the loss of power. The controller was without power for 2 minutes, 12 seconds, and 15 seconds respectively. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery experienced power disconnections and did not provide power to the controller when one power source was exchanged. The battery remains in use. No patient complications have been reported as a result of this event.